Manufacturer narrative:
Concomitant medical products. Cook fusion omni-tome sphincterotome (fs-omni) erbe electrosurgical generator, unknown model. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use state the following: "note: for best results, wire guide should be kept wet, if applicable." The instructions for use also indicate the user should "fluoroscopically monitor wire guide advancement in ductal system." Prior to distribution, all tracer metro direct wire guides are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
On 05/27/2016, we received the following information: during an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion omni-tome. They cannulated the papilla, when they started to do the peeling [exchange] was very hard and lost the wire [lost wire guide access]. They need to cannulate again. On 06/03/2016, it was confirmed that a cook tracer metro direct wire guide was used when wire guide access was lost.